Manufacturer narrative:
E1: (B)(6). H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was leak between the connection of the homechoice cassette and a dialysis solution bag. This was observed during set up of the device for peritoneal dialysis therapy. This was described as ¿dialysis fluid is flowing from the area connected to the cassette¿. The connection was secure and fully tight. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An underwater pressure test was also performed with no issued noted. Functional test including self-test and priming was performed and no abnormality was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.